Event description:
It was reported that during a sleeve gastrectomy procedure, during the insertion of "surgicell" with a grasper, trough a 12mm bladeless trocar, the duck bill part of the trocar was pushed forward through the cannula, and fell into the abdominal cavity. The surgeon noted he felt a slight resistance during this action. The surgeon spotted this part of trocar that fell and removed it out of the body. Surgery was prolonged three minutes. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information. Multiple request for return of device have been made but no device has been returned.